Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (over-sized stent graft). Review of returned pre-implant CT¿s confirmed that the patient had an 8cm max diameter infrarenal aaa. The approximate proximal neck flow lumen diameter just below the renals measured 24 x 27mm. The infrarenal neck was acutely angulated 60deg rt-lt to the proximal aaa sac and then angulated 60deg lt-rt relative to the origin of the iliac arteries. The infrarenal neck was angulated 70deg a-p relative to the origin of the iliac arteries. The distal aortic diameter measured 20 x 25mm. Scattered calcification was seen along the neck, aaa, and distal aorta. The iliac arteries were also calcified and severely tortuous; especially on the left side. The rcia was aneurysmal; 2.7cm max diameter. The rcia origin was 9 ¿ 11mm in diameter, and 11mm at the iliac bifurcation. The lcia diameter ranged from 10 -12mm. Review of angio images during implant revealed that the bifurcate was brought up the right side and deployed just below the renals within the angulated neck. The ipsilateral limb was seen deployed down to the contra gate, which released on the left side. The ipsilateral limb was placed distally into the right common iliac artery, and was then seen extended into the right external. The contra limb was placed into the left common iliac; the left limb was acutely angulated 90°at the origin of the lcia. The bifurcate proximal margin was angulated 60deg r-l to the aortic body, and the aortic body was angulated 50 deg l-r to the iliac limbs. With contrast injected near the level of the suprarenal stents, contrast was seen outside the left side of the bifurcate near the top of the sac. This appeared most likely to be a type IV or proximal type I endoleak, but could not rule out a type iii fabric. A possible stent fracture was seen near the left-lateral side of the bifurcate aortic body (ring 3); however, another rotated view of the aortic body showed no clear fracture. From the left/contra side an aui was brought up and deployed just at the level of the bifurcate. Angio injection showed a slight blush near the previously seen endoleak with some transgraft blush across the bypassed right/ ipsilateral limb. Images during stent graft ballooning were not seen. Review of CT¿s 7 days post-implant revealed that the aui/bifurcate was positioned just below the level of the renals. The proximal stent graft od (across both devices) measured 24mm. Approximately 1cm below the renals, contrast was seen outside the proximal devices within the posterior aortic neck. The device measured 31mm (a-p) and the vessel diameter at that location was 36mm a-p. The max aaa diameter was 8cm and no obvious endoleak was seen within the aaa sac. The left/contra limb was patent. Within the bypassed right/ ipsilateral limb a slight amount of residual contrast was observed from the flow divider extending distally 3cm. A fem-fem bypass was seen perfusing the right limb. No other stent graft issues including the reported stent fracture, were observed. The cause of the endoleak observed during implant could not be determined from the films provided. This appeared most likely to be a type IV endoleak. A possible proximal type I endoleak may have been caused by implanting within the angulated neck and from stent graft oversizing. An acute type iii fabric endoleak could not be ruled out but appeared less likely, and the reported bifurcate aortic body stent fracture could not be confirmed. The residual endoleak seen within the bypassed right/ ipsilateral limb was likely a type IV endoleak. The contrast seen on post-implant CT¿s outside the proximal bifurcate along the posterior aortic neck may have been potentially caused by the angulated neck and oversizing, and it is unclear if this may still be pressurizing the sac. Observations from implant angiography images open area seen from expansion of graft in aneurysm. Max open area is 10mm, which matches the maximum distance between stent peaks on a bifurcate graft body. Mess of stents from oversizing in a tight and angulated neck. +the two areas that were highlighted on image are stent peaks on in-folded stents. They cannot be two ends of a broken stent as the stent strut would be taller than any (non suprarenal) stent on the endurant graft. Angio image; small contrast blush, likely a type IV endoleak. Dark plume is in image background and is not an endoleak. Image from later in the same angio sequence shows the two stent struts leading into the infolded valley. Second delivery system with aortic extension graft in place. The aortic extension was not deployed. High stent density here from oversized graft compressed in angulated neck. Gap between stents is 10 mm, matching the gap between adjacent stent peaks on an uncompressed graft. High stent density here from contralateral limb overlapping the contour stent on the bifurcate body. Image from later in the same angio sequence shows some of the stent structure connected to the infolded stent valley. Slightly different angle for angio shot shows unbroken stents in the area of concern. No evident sign of persistent endoleak in these angio runs. Observation from post-op CT scan has both bifurcate and aui stent grafts implanted 3d reconstruction shows no sign of stent fracture in area of concern. Conclusions: the stent graft was massively oversized for the patient¿s aortic neck and what is being seen is infolded stents; no signs of any stent fractures.

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 9 cm diameter abdominal aortic aneurysm. The 36x166 bifurcated stent graft was implanted via right access, landed infra renal. The contralateral gate was cannulated and a 16x16x156mm limb was deployed. The ipsilateral side was extended into the right external iliac due to an aneurysmal common iliac artery at the internal origin with a 16x13x93 limb. The physician modeled the stent graft with a balloon at the aortic neck, stent graft junctions and limbs. On final run there was an unknown endoleak noted around the fourth stent from the proximal end of the stent graft. There may also be a proximal type I endoleak present. The physician re-ballooned the aortic neck. On the next image an unknown endoleak was identified at the position of an unsupported stent fracture. The physician indicated that the stent fracture was evident immediately after the effected stent was deployed. The physician performed an intervention an aui with an occluder and a fem-fem cross over were performed. A small type I endoleak was still present on the final run. No additional clinical sequelae were reported and the patient is doing fine.